Event description:
It was reported that lead dislodgement was observed on the left ventricular lead. It was suspected to be related to the ICD implant but it was not confirmed. The lead was repositioned on (B)(6) 2017 and remains implanted. Patient's hospitalization was prolonged due to pneumothorax, observed with chest x-ray. A chest tube was implanted to treat the pneumothorax. The tube was removed a week later and the patient was discharged home.